Event description:
Patient reported, additional event "palpable swelling left breast".

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported "[device] broke and there was nothing left' and "lump and had a lot of pain and inflammation". This relates to left side. Device has been explanted.